Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had triggered threshold suspend. Customer's sensor glucose was 88 mg/dl and blood glucose was over 580 mg/dl. Customer mentioned was hospitalized due to passing out but not due to the device. Customer's blood glucose at time of call was 490 mg/dl and sensor glucose was 128 mg/dl. Customer treated high blood glucose with the insulin pump. After troubleshooting, customer was advised the sensor will be replaced. Customer will not be returning the device for analysis.